Event description:
Pt suffered an eye infection last year. He lost a bit of his eyesight. The infection was identified by the dr as an adeno fungus. Rptr stated that the dr had said that the fungus will always be in the eye. Rptr discussed with the eye dr the possibility of her son getting lasik surgery. She stated that the eye dr had said that he would not recommend eye surgery for at least five years, and that the viral infection may aggrevate and return upon getting surgery. The dr asked rptr and her son to discard the contact lens and all accesories. She knows that the product was a renu product in a light blue bottle but does not have any lot info.